Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that the device was generating beeping tones. Technical services explained that if the low voltage fault was detected again by the device, beeping tones would be generated. The local representative contacted technical services to report that the patient was presented to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device displayed a fault code#1003 (low voltage fault). The local representative reported that the device has been generating beeping tones. Ts discussed device replacement and requested that a save-to-disk and memory upload be performed. Subsequently, the local representative contacted ts again to report difficulties obtaining a save-to-disk. Ts provided assistance and the issues were resolved. Upon return of the save-to-disk, a review of the stored data confirmed that a low voltage fault had occurred. The device's battery voltage has been falling at an unanticipated rate for approximately one year. The highest device current was approximately 100 microamps and has decreased but remains elevated and constant. Assuming no significant change in the device's condition, therapy should remain available until the scheduled device replacement procedure next week.

Manufacturer narrative:
The investigation of this event is on-going. Detailed analysis will be performed following device replacement and return of the device to boston scientific.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.